Event description:
It was reported that the patient experienced a loss of therapeutic effect, leading to a loss of bladder control. The patient had an epileptic seizure in (B)(6) 2010 and fell on a tile floor. The stimulation stopped working. The hcp wanted to perform an MRI to determine the cause of the bladder not working. It was reported that the patient had already had two mris, one in (B)(6) 2011 and one in (B)(6) 2011. It was reported that the patient had six infections in (B)(6). It was also reported that the loop recorder and pain stimulator had been removed (see MFR report #3004209178-2011-07479). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).